Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two clips were implanted and tr was reduced to grade 1-2. On (B)(6) 2024, a single leaflet device attachment (slda) was observed. The anterior leaflet was attached and the posterior was detached from the clip. Tr increased to grade 3. On (B)(6) 2024, the patient returned to the hospital for an additional triclip implant. One clip was implanted and tr was reduced from 3 to >1-1. The patient was stable.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two clips were implanted and tr was reduced to grade 1-2. On (B)(6) 2024, a single leaflet device attachment (slda) was observed. The anterior was attached and the posterior leaflet was detached from the clip. Tr increased to grade 3. On (B)(6) 2024, the patient returned to the hospital for an additional triclip implant. One clip was implanted and tr was reduced from 3 to >1-1. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.